Manufacturer narrative:
The meter and test strips were requested for investigation. The reporter's meter and strips were provided for investigation where they were tested using high level control sample. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) and a laboratory using the hemosil reagent. The meter result was 3.7 inr. The patient was retested on the meter and the result was 2.6 inr. The result from the laboratory was 3.9 inr. All tests were within 4 hours. Patient has a therapeutic range of 2.0-3.0 inr and tests every 2 weeks.